Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device can not be switched on. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device can not be switched on. The event occurred during clinical use, but there was reportedly no patient harm.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. U11 had lifted and shorted pins.